Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy, right ovarian cystectomy, and lysis of adhesions on (B)(6) 2011 for abnormal bleeding, ovarian cyst, and pelvic organ prolapse. Isi was provided with the patient's operative report. Additional information provided includes subsequent medical records regarding the finding of a pelvic abscess. There was indication of a malfunction of the da vinci surgical si system, instruments or accessories during the surgery. There was no report of an intraoperative complication. On (B)(6) 2011, the patient presented with lower abdominal pain and a brownish discharge. A pelvic CT showed an 8 x 8 cm pelvic and abdominal fluid collection. On (B)(6) 2011, the patient underwent a CT guided procedure to drain this fluid collection. The procedure was successful. The patient was started on ivanz antibiotic. Aspiration yielded brownish malodorous fluid. No further information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Pelvic abscess is a possible consequence of any hysterectomy especially when vaginal infection with clue cells is found. The patient appears to have recovered without further sequelae. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.